Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 485mg/dl. The customer had symptoms such as stiff neck and dry mouth and treated with injection. Customer's blood glucose value was 116mg/dl at the time of the call. Customer stated they will call back when high blood glucose continues. The product will not be returned for analysis.